Event description:
It was reported that the device was used during a mastectomy. It was reported by the rep that the mcm20 misfired during the case. An additional mcm20 was pulled to complete the case without further incident. There was no consequence to the pt.